Event description:
It was reported that the patient received inappropriate therapy due to lead dislodgement. The lead was repositioned with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.